Manufacturer narrative:
Investigation results: visual inspection shows the device was returned with the seal completely unwound and without the tension spring assembly. The device appeared to have been used successfully. The complaint is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.